Event description:
Upon removing the device from the packaging, a kink was noted on the arterial line at the blood pump segment near the heparin administration port. The device was not used for treatment. The sample is available for evaluation.